Event description:
An occlusion alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.